Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search cannot be reviewed since the part and lot numbers are unknown. Medical records were not provided. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via medwatch report mw5064301. This report will be amended when our investigation is complete.

Event description:
It is reported that the trial head was retained in the patient's body. Several unsuccessful attempts were made to retrieve it but the trial kept sliding deeper into the body. It was decided that is was more of a risk to continue attempting to retrieve it.